Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06487. The report was submitted in error.

Manufacturer narrative:
Other text: investigation completed on a smiths medical 6 in clear press line mll/fll ns . The report indicated the product was received with 8 foot of tubing set with a male and female connector. This product is assumed to be a b1568 but cannot be confirmed with the information provided. Without the correct part number or lot number the DHR cannot be reviewed and the time of manufacture and any pertinent information that can be obtained through that information is unable to be gathered at this time. A review of the returned product however does confirm the report of the defect in that the male luer was detached from the tubing set. Under 10x magnification is possible to determine that insufficient solvent was applied to the tubing set during the production process which allowed for the luer to not bond completely and therefore come off under the required force to separate.

Event description:
Investigation completed.

Event description:
Information was received indicating that a smiths medical probe's hub of the tubing was disconnected. There were no reported adverse events.